Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was not holding charge. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began around (B)(6) 2015, about a day after she began to develop unspecified symptoms. The patient stated that she manages her diabetes with insulin (no adjustments). When the patient was unable to obtain a result with the subject meter due to the alleged power issue, the patient stated she contacted her doctor who advised her to take insulin (unknown type and dose). The patient reported that her blood glucose was tested on another device at an unspecified date and time but was unable to confirm the result obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that the patient had charged the meter until the 'charge complete' message had appeared and based on the patient's testing frequency and usage, the battery did not need to be recharged. The csr noted that the alleged issue was a recurring issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged meter issue. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged meter issue was not resolved during troubleshooting.